Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that when using a localizer imaging system spin the system excluded a portion of the crw frame. Bar number four was excluded from the image creating a gap in the image and model. Auto-registration value was 0.7, 40cm fov was used in stereotaxy. There was less than an hour delay in the procedure. No impact on patient outcome. Update from the manufacturer representative stating that the image was used for frame registration.

Manufacturer narrative:
The software analysis discovered that the logs and exams were no longer available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.